Event description:
Report received of an incident involving a primary piggyback set with three clave ports which was being used on a pt during surgery. The reporter had no pt data. It was reported that a "luer lock syringe" was used to deliver an unspecified drug via the clave port. It was unknown by the reporter which port was being accessed. The pt had a peripheral IV access with an unspecified fluid infusing. It was reported that when the syringe was disconnected, a piece of approximately 5-10cc's. The nurse changed out the tubing set without further incidence. There was no adverse pt effect. Although requested, no further info was available.